Event description:
It was reported that through a filling of a lawsuit that the pt began experiencing significant pain and discomfort in the area of the device. It is alleged that further diagnostic workup revealed one or more ot the following findings: the presence of pseudo tumor formation, the existence of a significant fluid collection about the hip prosthesis, and/or blood testing indicating the presence of heavy metal ion concentration. It is further alleged that based on these findings and in light of worsening symptoms, the pt underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If addition info is received it will be reported on a supplemental report.